Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the rca. Approximately 58 months post the index procedure the patient expired. Cause of death unknown. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Results and conclusion: (death). (B)(4).

Event description:
Additional information reported that the cec has adjudicated the patient's death as a cardiac death.